Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned and investigated. The reported issue of the clip failing the final arm angle testing was not confirmed as the clip held final arm angle without issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a definitive cause for the reported issue could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xtr clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the ntr clip opening when establishing final arm angle. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The xtr clip delivery system (cds - 80625u124) was deployed without issue; however, it was noted that a single leaflet device attachment (slda) occurred, with the clip detaching from the posterior leaflet. A second cds (ntr) was advanced, as treatment of the mr and was deployed without issue. The physician then advanced a third cds (ntr) to stabilize the detached xtr clip. The clip was placed on the leaflets, but failed the final arm angle testing, was not implanted and the cds was removed from the anatomy without difficulty. A fourth cds (xtr) was then advanced, with the clip successfully implanted to stabilize the detached clip. Mr was reduced to grade 1. The procedure ended with the patient in stable condition. No additional information was provided.